Event description:
This distributor became aware on 7/10/96 of an event that occurred involving an introducer sheath while performing an iliac run off procedure. The guidewire from the introducer kit was advanced through an entry needle into the femoral artery. As they were advancing the wire the c-arm lost power. A portion of the wire broke and detached in the pt's groin. An incision was made and hemostats were used to successfully retrieve the segment which was approx 5 cm in length. Follow-up from the user facility suggests two options may have occurred. The guidewire may have entered a native vessel where a bypass graft had been and the wire may have caught on calcification. Other follow-up suggests the wire broke when pulling it out of the entry needle. The pt experienced no sequelae as a result of this event.